Event description:
Same case as MDR #6000130-2006-00210. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system became bound up on the guidewire. The target lesion was located in a very distal segment of the right coronary artery (rca). The lesion had mild calcification was 75% stenosed. The lesion was not tortuous. The lesion was predilated using a 2.0 mm diameter maverick balloon, (unk length). During advancement of a 2.5x16mm taxus express2 drug eluting stent to the distal rca, the stent delivery system became bound on the 300 iq guidewire and could not be moved. The stent was not deployed. Attempts to remove just the stent delivery system were unsuccessful and eventually both the guidewire and the stent catheter were removed as a unit. The physician then completed the case using another taxus express2 of the same size. There were no patient complications and the patient was reported as ok.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report wil be filed.